Event description:
"Wire broke during leep ... Delayed procedure by 15 minutes to minimize bleeding, at which time an additional loop size large was used and worked fine, the procedure was completed with no additional issues . Patient did not require any additional medical attention /treatment and was fine at the completion of procedure." Ref (B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4) *investigation x-initiated manufacturer's investigation x-review DHR x-inspect returned samples *analysis and findings distribution history the complaint product was purchased from geo tech, packaged by csi on 03/27/2017 under work order 219142. Manufacturing record review DHR-900-151-219142 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt the complaint product was received, verified, and confirmed for the reported event. Visual evaluation visual examination of the complaint product was performed and reported complaint event was confirmed. Functional evaluation functional evaluation is not applicable to this complaint. Root cause definitive root cause is indeterminable however, previous testing performed in 2011 in trying to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended, the testing was repeated in march of 2019 and resulted in the same manner. See attached copies of testing reports. *correction and/or corrective action no further corrective action is required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Wire broke during leep ... Delayed procedure by 15 minutes to minimize bleeding, at which time an additional loop size large was used and worked fine, the procedure was completed with no additional issues . Patient did not require any additional medical attention /treatment and was fine at the completion of procedure." (B)(4).